Manufacturer narrative:
Investigation is on going. Additional info will be provided, once investigation is completed.

Event description:
The surgeon, reported that during surgery, there was no suction. The flow and the pressure were insufficient. The decided to stop the surgery with the pump and to "open" the pt (hip surgery).